Event description:
It was reported that this right atrial (ra) lead exhibited high out of range (oor) pace impedances greater than 2000 ohms which triggered a lead safety switch (lss) on the associated cardiac resynchronization therapy pacemaker (crt-p) device. This automatically switched the ra vector from the bipolar to the unipolar pace and sense configuration. The presenting electrogram (egm) also showed ra noise which was oversensed as atrial tachy response (atr) episodes. Subsequently, the patient was seen in clinic. The healthcare professional (hcp) indicated they were unable to reproduce any noise with isometric and pocket manipulation testing. The ra measurements were also reviewed. The unipolar configuration was found to have high threshold, loss of capture and high, but not out of range impedances and the bipolar configuration was found to have high oor impedances and appropriate threshold. Boston scientific technical services suggested to the hcp to use the bipolar configuration, turn off the lss and continue to monitor the patient. The lead remains in-service. No adverse patient effects were reported.